Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the needle broke. Per instruction for use(IFU) repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. However, a definite root cause could not be determined. The DHR review indicated that this batch was processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed one similar complaint for this lot that was released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Expiration date was updated. UDI: (B)(4).

Manufacturer narrative:
(B)(4). The expiration date is not currently available.

Event description:
The sales rep reported via phone that the tip of the customer's expressew iii needle broke in the patient during a rotator cuff repair. Suction and debridement tools were used to remove the piece of the needle. An x-ray done and there was no pieces found in the patient. The case was completed with another needle. There were no patient consequences but a 15 minute delay was reported. The needle was discarded by the customer.